Event description:
It was reported that a particulate matter was observed inside the line of the homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a black, round, hard, embedded, partially encapsulated particulate matter (pm) inside the fluid path of the last fill line tubing. The reported condition was verified. The particulate matter was determined to be burnt tubing material from the tubing extrusion process where a build-up of material occurs during the extrusion process. The sample failed to meet the specification. Therefore, the cause of the condition was related to manufacturing during the tubing extrusion process. Only particulate matter (pm) that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.